Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4+. The mitraclip clip delivery system (cds0501/80318u220) advanced and grasped the anterior 2 (a2) and posterior 2 (p2) mitral valve leaflets without any reported issues. Following clip deployment, the mitraclip detached from the posterior leaflet while remaining attached to the anterior leaflet (single leaflet device detachment-slda). As treatment, another mitraclip was implanted lateral to the slda clip, also at the a2/p2 region. The previously implanted slda clip was successfully stabilized. The mr was reduced to grade 1+. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported incomplete coaptation in this incident could not be determined. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.